Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and subsequently underwent an ipg revision procedure, during which the ipg was explanted and replaced. A new pocket was created for unknown reason. The patient is reported to be recovering well postoperatively. The explanted device was retained by the medical facility and will not be released for manufacturer analysis. Additional information was received indicating that the pocket revision was performed due to uneven settling of the battery within the original pocket.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and subsequently underwent an ipg revision procedure, during which the ipg was explanted and replaced. A new pocket was created for unknown reason. The patient is reported to be recovering well postoperatively. The explanted device was retained by the medical facility and will not be released for manufacturer analysis.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Additional information was received indicating that the pocket revision was performed due to uneven settling of the battery within the original pocket. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code: cause not established will be used. Correction to MDR in blocks: b5, e1.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and subsequently underwent an ipg revision procedure, during which the ipg was explanted and replaced. The patient is reported to be recovering well postoperatively. The explanted device was retained by the medical facility and will not be released for manufacturer analysis. Additional information was received indicating that the pocket revision was performed due to uneven settling of the battery within the original pocket.